Manufacturer narrative:
Added: d3, g1. Corrected: d4 (serial). Pump stop: the cause of the pump stop was not determined due to no product returned, no data logs recovered, and insufficient clinical details. Low or blocked pump flow: the cause of the low pump flow was not determined due to no product returned, no data logs recovered, and insufficient clinical details. Device in wrong position: the cause of the device in wrong position was an adverse event related to the user due to the pump becoming dislodged during patient coughing episode and being unable to troubleshoot properly due to patient anatomy of false tendons in left ventricle. Thrombosis: the root cause of the injury was unable to be determined due to insufficient clinical details.

Event description:
Clinical rationale: a 72-year-old male undergoing high risk percutaneous coronary intervention (hrpci) was supported with an impella device while in a pre support clinical state consistent with scai shock stage d. During the procedure, the patient began coughing forcefully and fighting against the ventilator, during which the automated impella controller (aic) displayed a suction alarm. The pump was found to have migrated slightly and required repositioning, although the inlet remained within the left ventricle. Following repositioning, a pump stop occurred, and despite attempts, the pump could not be restarted, prompting device removal. Upon explant, tissue material was observed in the outflow area. The implanting cardiologist reported that the patient¿s left ventricle contained extensive false tendons and suspected that these structures may have torn during repositioning and subsequently caused motor damage. The patient survived to explant, though remained in critical condition. Pump implanted on (B)(6) 2026 at 8:15 am and explanted on (B)(6) 2026 at 8:00 pm is expected to be returned for evaluation. Based on available information, the pump stop and inability to restart the device appear temporally associated with tissue interaction and possible ingestion of false tendinous structures within the left ventricle. While patient specific anatomical factors and clinical instability likely contributed to device malfunction, a definitive root cause cannot be established until the returned product undergoes full analysis.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.